Event description:
During the procedure, water leaked from the needle tubing. However, there were no problems with the cooling function, so surgeon continued and completed the first ablation. On the next ablation, a new needle was used. Sterile water was used. No patient impact.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.